Event description:
Information received indicates the head of the bed will not rise.

Manufacturer narrative:
The technician isolated the issue to the solenoid valve. He replaced the solenoid valve to restore the head function.